Manufacturer narrative:
Customer retested the sample a second time on provue and negative results were obtained. Customer visually inspected cards and observed no reactivity. Customer reports no harm to patient due to this event. All qc and other testing were acceptable. An ortho field engineer (fe) arrived on site. Service order (B)(4) was completed (B)(6) 2018: fe arrived on site to find analyzer reported a negative on one sample that then reported a positive when manually tested. Fe ran qc immediately afterwards without any errors and continued to run samples all with correct results reported. Fe verified that all tubing, washing block, vacuum pump, pressure pump, and probe where functioning according to specifications. Vacuum at -5.8psi; pressure at 2.7ps; centrifuge speed at 992rpm for 60secs; measured temps at 36.12 degrees for 37 and 24.01 degrees for 24; reader camera setting at 118. All settings are within acceptable range. Fe observed signs of leakage from the syringe. Fe replaced syringe and ran all 18 wadiagnostics tests without errors. Customer ran qc and verified operation of the analyzer. All qc was within acceptable range. Repairs have returned this instrument to expected operation (B)(4).

Event description:
Customer reported that a negative antibody screen was obtained with a patient sample with a previous history of anti-fya. Testing was performed on the provue on (B)(6) 2018. However, because of previous patient history, the tech had concurrently set up panel ID using manual gel method. The panel confirmed the anti-fya, whereas the antibody screen test on provue was negative. The heterozygous panel cells reacted 1+ and the homozygous cells reacted 2+.